Manufacturer narrative:
The model#/catalog# identified in section is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is (B)(4). The 510k number provided in section is for the domestic similar product. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The report suggests that a leak was identified from a crack in the mz1000 during an infusion. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of a crack and leakage was not confirmed. Visual inspection could not identify any product defects or manufacturing issues which could have caused or contributed to customer's experience; specifically no cracks were noted. The sample was subjected to functional testing; no leakage was identified. The root cause of the reported crack and leak was not identified.